Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot# v383702, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3387s-40, lot# v383702, implanted: (B)(6) 2010, product type lead. (B)(4).

Event description:
It was reported there was an impedance reading of >3,600 ohms on electrode 8 during an implantable neurostimulator (ins) replacement that was due to normal battery depletion. It was noted the impedances had tested good and in-range prior to the procedure. It was noted they had switched the extension to the other side (0-3) with the same out of range impedance issue. It was stated the extension would be replaced. It was further reported the extension was replaced. It was noted the old extension had a ¿nick¿ and fray on the proximal end. It was stated the new extension did not resolve the impedance issue affecting electrode 0. It was noted they suspected a lead issue.